Event description:
It was reported that the doctor did not hear click when placing anvil, once the click was heard the device would not dial down. Another device was used to complete the case, worked properly. The staple line fell apart postoperatively, doctor hand sewed and patient placed in ICU. Doctor believes a new transection of tissue should have been performed and a new purse string placed prior to firing the second device.